Event description:
During a bilateral hernia procedure, the anchor did not fix normally and the mesh loosened after fixation. Further, the anchor caused a bigger bleeding which was controlled by an rf device. A bigger trocar was taken and the procedure was finished with an "ems". No consequences for the pt.